Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the preparation, the package was opened, and it was noted that the cutting wire of the jagtome rx 44 was broken. The procedure was completed with another jagtome rx 44 device. There were no patient complications reported as a result of this event.